Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a no cross event occurred. The vascular access site was obtained via radial artery. The 1.50mm x 15mm apex push balloon catheter was advanced to the 75% stenosed "rcpd" lesion; however, the device was unable to cross the lesion. The physician used a 15x8mm non bsc balloon catheter to cross the lesion and a 2.25x23mm non bsc stent was advanced into the patient. Procedure was performed smoothly and completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of an apex balloon catheter with a product pouch. The batch number on the returned device matched the packaging. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were multiple shaft and hypotube kinks. Magnified inspection revealed an 7mm longitudinal tear from the proximal end to the middle of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).